Event description:
It was reported via an expediated quality report (eqr): pump was on patient. Symptom - the pump occasionally sounds like the home sensor is not detected. Actions: power supply needs to be replaced. Additional information received (B)(4) 2013 stated that "the pump was in the customer engineering lap, they have several pumps so if one fails to start properly they can easily switch to another, this is what I think they have done. I have no other info regarding this incident."

Manufacturer narrative:
(B)(4).